Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant (bopt5413) and one certain® gold-tite® hexed screw (iunihg) were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the devices were not returned. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth # 30 for approximately 1 ½ year. X-ray and picture images were not provided.appropriate documentation was reviewed. DHR review for the lots (1225841 & 2017032005) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lots (1225841 & 2017032005) for similar events and one other complaint was identified ¿ (B)(4). Based on the available information, device malfunction and the reported event could not be verified since the products were not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Email unknown / not provided.

Event description:
It was reported that the abutment screw fractured in the patients mouth in site #30. It was replaced with another screw.